Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy +7.45%. There was no reported patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 7/8/2025. One device was returned for analysis. Functional and visual tests were performed, but the reported issue could not be duplicated. However, further investigation revealed a delaminated dso seal. The cause of the issue was unknown. The downstream occlusion seal was replaced. The software was updated as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.